Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient suffered a hit in the implant zone. Since this event, he doesn't hear anymore with his ci. The external parts were checked. Testing in situ after the hit shows several high channels and shortcuts, while testings before the hit showed a properly working device.